Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the scu lights were flashing red and there was no camera connection detected by the software. The scu was replaced to resolve the issue and the system then performed as intended and passed a system checkout. Concomitant medical products: other relevant device(s) are: product ID: unk_nav_comp, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that during system servicing it was noticed that the polaris spectra system control unit (scu) leds was flashing red light signaling that there was no camera connection detected by the software. There was no patient present at the time of the event. Additional information was received on 2020-04-08 indicating that the likely cause of the reported issue was an internal scu defect.

Manufacturer narrative:
Product ID of concomitant medical products is 9733438. If information is provided in the future, a supplemental report will be issued.